Event description:
Four pt samples were run on three different test panels: the cla inhalation 20 (2 tests): the cla atopy 20 (1 test): and the igg panel 20 (1 test). The laboratory noted that all test samples reported the exact same luminometer tead outs (results). This is not clinically possible.